Manufacturer narrative:
B2: date of death - estimated as it was reported to have occurred a few weeks post implant. B3: bsc aware date used as event date as it is unknown.

Event description:
It was reported that death occurred. A concomitant farapulse pulmonary vein isolation (pvi) with left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted after meeting release criteria and complete seal was noted. The patient was discharged on eliquis. A couple weeks post index procedure on an unknown date, the patient died in their sleep from an unknown cause. The physician ruled out effusion as the cause, as it was noted the patient was stable and with no effusion post index procedure. The cause of death remains unknown, and no further details were made available.

Manufacturer narrative:
B2: date of death - estimated as it was reported to have occurred a few weeks post implant. B3: bsc aware date used as event date as it is unknown. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037787631. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A concomitant farapulse pulmonary vein isolation (pvi) with left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted after meeting release criteria and complete seal was noted. The patient was discharged on eliquis. A couple weeks post index procedure on an unknown date, the patient died in their sleep from an unknown cause. The physician ruled out effusion as the cause, as it was noted the patient was stable and with no effusion post index procedure. The cause of death remains unknown, and no further details were made available.